Event description:
It was reported that labelling issue occurred. A 3.50 x 48mm synergy xd drug-eluting stent was selected for use. However, when opening the packaged, it was noticed that the stent size was different. The procedure was completed with a different device and no patient complications were reported.